Event description:
The facility reported a colleague infusion pump with a channel a failure. This condition had the potential to interrupt delivery. The event was reported to have occurred during delivery in the obstetrics department. There was no report of patient/user involvement, or of injury or medical intervention. The user interface module software version of this pump is currently unknown. No additional information is available.

Manufacturer narrative:
(B)(4). This device was not sent to baxter for device evaluation for repair. Therefore, the reported condition cannot be confirmed nor can an assignable cause be provided. Should this pump be received by baxter for evaluation, or if any additional information about this event becomes available, a follow-up medwatch will be submitted. Baxter will continue to monitor similar reports to determine if further actions are required.